Event description:
During service of the ventilator, the manufacturers service technician reported review of the device diagnostic history indicated a vent inop occurrence due to a data acquisition pcba adc reference failure. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The service technician replaced the data acquisition and power management pcb boards and the data acquisition pcb to motor controller pcb cable to address the finding. Final testing was performed per operating specifications.

Manufacturer narrative:
Supplemental report